Event description:
54 y/o patient with ards in serious condition. Two left-sided chest tubes hooked up to an post-op pump. The patients condition deteriorated rapidly with extremely low oxygen and co2 levels. Discovered that the post-op pump was not working despite the indicator light being on. The post-op pump was changed and the patient's blood gases gradually returned to their pre-incident state.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.